Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up, far field r-wave oversensing was observed via a stored egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.